Manufacturer narrative:
Pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 600 mg/dl. Customer was able to treat their blood glucose with the insulin pump. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer stated they received two motor error alarms in the past 30 days. Customer's was able to lower their blood glucose to 370 mg/dl at the end of the call. The customer declined to troubleshoot for their high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.